Event description:
Customer calling in and questioning an increased number of flu b positive results. No known discrepant results have occurred, customer just feels they are seeing an increase in positive flu b patients. Specific numbers are not available so one MDR will be filed to represent increased value of results.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains source: phone.